Event description:
The customer went to the emergency room (ER) with a high blood glucose level of 470 mg/dl, with ketones but not identified as dangerous or life-threatening. Cause was unknown. The customer was treated with intravenous fluids of saline and insulin, which resolved the issue without permanent damage, and later released later the same day. Customer declined additional supplies or system check and required no further assistance.